Manufacturer narrative:
Pending device return and evaluation. Associated with 1038671-2017-00424.

Event description:
Revision of hip components - reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to wear of the polyethylene liner. However, this cannot be confirmed because the devices were not returned for evaluations. Associated with 1038671-2017-00424.

Event description:
Revision due to wear.